Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 333 mg/dl. The customer had not reported any symptoms. Customer's blood glucose levels was 333 mg/dl. The customer mother reported high blood glucose and insulin leak, wet reservoir compartment. Troubleshoot was performed and customer stated that insulin leaks past both o-rings. Self test was performed and the test was passed. The insulin pump will not be returned for analysis.